Event description:
A report was rec'd that during a coronary artery bypass graft procedure using the applied aortic cross clamp with latis inserts, the pt's aorta leaked at the site where the clamp was placed and the aorta subsequently "fell apart" at the same site following removal of the clamp. The report stated that a graft was placed and the pt was stabilized without further complications. The pre-operative vessel condition of the pt was not provided.